Event description:
It was reported on and unknown date, about 4-5 years ago, that an amplatzer amulet left atrial appendage occluder was selected for implant for a left atrial appendage (laa) closure. In early 2026, the patient experienced a stroke while on anticoagulation. A scan was performed following the event that showed a potential peri-device leak. The image showed a complex laa anatomy with an incomplete closure with the amulet device. Aspirin was added to the current anticoagulation regimen with no additional stroke events since. The physician believed the stroke may have been caused by the patient's complex anatomy and incomplete closure of the laa with the amulet. The plan is to close the peri-device leak percutaneously on an undecided date.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.